Event description:
Per clinical on 7/19/00, this case occurred last week in the "ir" dept. Here are the details of the events that occurred after the activation of the angiojet (aj) expeedior 100cm catheter. Pt underwent extensive abdominal surgery the previous week. During pt's post-op recovery, they developed a thrombotic occlusion of the inferior vena cava extending into the l illiac vein. Given their post-op status total parenteral was not given. Consequently the pt was brought to the "ri" dept where a filter was placed in the inferior vena cava. After much discussion, decided to schedule the pt for the following day for "aj" thrombectomy of their inferior vena cava and "l" illiac vein. Decided to cannulize their r illiac vein and de-clot the inferior vena cava then go across the horn and de-clot the l illiac vein. Upon unsuccessful cannulization of r common femoral vein.... It was felt that the thrombus had extended into both legs. Untrasound confirmed thrombus was now in r leg as well. A jugular approach was taken and with ease the guide wire was passed through the filter. The wire was not able to penetrate the r illiac. Visualization confirmed that occlusion. Wire was then guided into the l leg and again wire was not able to be passed distal to the thrombus. Aj catheter was passed over wire and placed in distal inferior vena cava. Aj was activated for 14 seconds and pt experienced much discomfort. Pt was given a break from aj activation... Pt experienced increased respiration rate and drop in pulse ox. Pt stablized slightly and facility activated aj in patent inferior vena cava to see if there was a correlation of aj activation and symptoms. Aj was used for approx 30 seconds and pt experienced very little symptoms. Aj was then passed into l illiac and activated for a very short period of time. Pt again experienced symtpoms. Aj use was terminated and withdrawn from body. Pt's symptoms began to worsen and pulse ox continued to drop. Pe was immediately suspect... Pulse ox continued to drop... Heart rate increased... Respiration rate increased. Pa was immediated visualized and pe was detected. Aj was introduced into pa and activated for very short intervals (during run times of 10 seconds pt experienced drop in heart rate from 150 down to 60). Pe unable to be removed and vital signs were still very unstable. Code was called. 50mg tpa was pushed into pa. Pt was intubated and immediately transfered to sicu in serious condition. As of 7/18 pt is extubated and doing better.